Event description:
The following information was reported to gore: on january 10, 2024, this patient underwent endovascular treatment for a ulp (ulcer-like projection) type descending thoracic aortic dissection using gore® dryseal flex introducer sheath and gore® tag® conformable thoracic stent graft with active control system. A 22fr sheath was inserted from the right side. The patient's access vessel was narrow, and there was some resistance when advancing the sheath. After all stent grafts were successfully implanted, access angiography was performed while slightly pulling the sheath, and rupture of the right external iliac artery was confirmed. A stent graft was implanted at the rupture site for repair, and hemostasis was confirmed. Reportedly, the right external iliac artery of the rupture site was 6.6 - 7.3 mm, therefore, there had been concerns with sheath insertion preoperatively.

Manufacturer narrative:
Investigation conclusions code d1101: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od , major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The vessel diameter of the injury site was between 6.6 and 7.3 mm. Per IFU sizing guide for the dsf2233, the ID diameter is 7.3mm and od diameter is 8.2mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Investigation findings code c20: the device was discarded at the treating facility and was therefore not available for analysis. Investigation findings code c19: as reported by creganna, this device met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.